Event description:
The pump was returned for investigation. Investigation revealed that the pump display was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a crack from the top of battery compartment to the pump case seal. Moisture corrosion was visible in the battery compartment. The pump cover was removed to inspect internal components. No moisture corrosion was visible in pump compartment. A dim pink display screen was found. The pump was opened to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Unrelated to the complaint, the keypad was worn. (B)(6).